Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within the duodenum of a patient on (B)(6) 2010. According to the complainant during the duodenal stenting procedure, after the physician positioned the stent, it was reported that the white deployment handle broke. As a result, the stent was unable to be deployed. The device was removed, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(6). (B)(4) - the reported issue of device deployer (handle) break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within the duodenum of a patient on (B)(6), 2010. According to the complainant during the duodenal stenting procedure, after the physician positioned the stent, it was reported that the white deployment handle broke. As a result, the stent was unable to be deployed. The device was removed, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The clear outer sheath was kinked at distal end of the outer sheath (distal to the stent). The distal handle was detached from the outer sheath, which is consistent with excessive tensile force having been applied to the shaft (handle). During functional analysis it was not possible to retract the outer sheath by hand, so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner lumen. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Based on the condition of the returned device, and the evaluation conducted, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.